Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection had occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 16 x 3.5mm, de novo target lesion was located in the mildly tortuous and non-calcified right coronary (rca) artery. There was a significant bend involving the lesion greater than 90 degrees. Pre-dilatation was completed and the 3.5 x 16mm promus elite drug-eluting stent successfully deployed. Significant resistance had been encountered while advancing the device. Post-deployment, a proximal edge dissection was noticed. A 3.0 x 24mm promus elite drug-eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.